Event description:
The patient experienced a loss of therapeutic effect following a fall about "2 weeks ago". The patient also has impedance readings >4000 ohms on all of the bipolar pairs. Additional information from the patient's physician was requested.

Manufacturer narrative:
(B) (4).